Event description:
During variax fibula surgery the measurement value of the depth gauge was too short. Because the inserted screw was too short, the surgeon changed to the long screw.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.